Event description:
During follow up, noise was observed on the atrial lead and noise resulting in oversensing was observed on the right ventricular (rv) lead. Noise was reproduced by hand exercises and pocket manipulation. No intervention was performed, the leads remain implanted and will continue to be monitored. The patient was stable. Related manufacturer report number: 2017865-2023-15647.